Event description:
The pt's attorney notified the MFR of a lawsuit alleging "on or about 2000, and continuing thereafter, pt was injured by the following product: medtronic neurostimulator and wire lead (itrel ii stimulation system model no. 7424.